Event description:
During the device evaluation, a chip was found on the distal end of the bronchovideoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the reported failure was determined to be expected or random component failure resulting from deformation or distortion caused by an applied force, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.